Manufacturer narrative:
(B)(4). Results = broken blade. The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during a laparoscopic assisted left lateral liver resection procedure, instrument was not working. Scrub technician went to tighten blade and blade broke off. The tip was located and removed. Another device was used to complete the case with no patient consequence.